Event description:
The customer reported via phone call that the insulin pump alarmed button error after it had alarmed battery error. The customer's blood glucose was 294 mg/dl. The customer stated that he may have slept on top of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
There was no button error alarm noted. The unresponsive esc button was due to moisture damage on the keypad trace. The unit was unable to perform operation currents and displacement test due to unresponsive button. The unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.